Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, and loss of connection was found within the investigation window. A receiver functional test was performed and passed all relevant testing. A pairing test was performed with a known good transmitter and passed. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.